Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 08/26/2021 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Complaint sample: complaint sample was not received for investigation. Manufacturing records review: as a part of investigation batch manufacturing record was reviewed for code vp2347 lot t0021. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch card review, it has been observed that there was no issue related to processing of this incident lot. Retained sample evaluation: five retain samples of incident code vp2347 and lot t0021 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for needle pull test and found to meet the specification. As the complaint is related to performance-pull off suture needle, needle pull test is applicable & measurable parameter. Needle pull-off test was performed over five retain samples to check the behavior of the swaging process. The average needle pull value of the retain sample was found to be 6.705 kgf and value at release was found to be 6.946 kgf which meets the average usp requirement i.e. Nlt 1.800 kgf. All the individual as well as average needle pull-off values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. Hence the complaint could not be confirmed. The reported incident was one and isolated case for code vp2347 lot t0021. No other event was reported for same description from other parts of country.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/9/2022. H6 component code: g07002 no device problem found. H3 investigational summary: complaint sample: 1 unit of actual complaint sample foil along with suture pieces, needle received for investigation for code vp2347 lot t0021. Suture received in partial to complete disintegrated condition; as the complaint sample received in open condition further investigation on complaint sample cannot be performed except visual inspection. The foil pack was inspected under a 10 x magnification for any damage and showed a multitude of wrinkles over the whole foil along with several pinholes at the top label side as well as on bottom cavity side of the packs were observed. Returned needle was inspected with 10x magnification and no defect was observed. Manufacturing records review: as a part of investigation batch manufacturing record was reviewed for code vp2347 lot t0021. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch card review, it has been observed that there was no issue related to processing of this incident lot. Retained sample evaluation: five retain samples of incident code vp2347 and lot t0021 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for needle pull test and found to meet the specification. As the complaint is related to performance-pull off suture needle, needle pull test is applicable & measurable parameter. Needle pull-off test was performed over five retain samples to check the behavior of the swaging process. The average needle pull value of the retain sample was found to be 6.705 kgf and value at release was found to be 6.946 kgf which meets the average usp requirement i.e. Nlt 1.800 kgf. All the individual as well as average needle pull-off values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The detected detachment of suture issue may have been observed due to ingress of humidity through the observed pinholes. The observed pin holes might have generated during improper storage and handling of the product. Hence the complaint could not be confirmed. The reported incident was one and isolated case for code vp2347 lot t0021. No other event was reported for same description from other parts of country. Considering above investigation adequate to address the reported complaint, this complaint is recommended for closure approval. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the name of the procedure?caesarean section what is the lot number? Lot no : t0021. When was the needle got separated from thread (during suturing or post-operative)? Please specify during the closure procedure of uterus. What do you mean by "1 foil opened as first bite taken on uterus"? Please provide more details one foil of vp2347 was taken for closure of uterus during the closure of uterus suture & needle got separated. What was used to complete the procedure? Closure was used with the different vp2347 suture of different batch. Was there any adverse consequence associated with the patient? No. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2021 and suture was used. During the procedure, the needle separated from the thread. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.